Manufacturer narrative:
(B)(4). Unit received with partially missing retainer. Tested with a test p-cap and the test p-cap locked in place properly.

Event description:
Information received by medtronic indicated that the retainer ring had crack. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.